Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, yellow particles in device outer surface and one curved opening. Leak test and microscopic analysis was performed which identified one sharp opening and broken sharp of plug strap. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one sharp opening in the side radius assessed as unidentified (tear) opening, and a broken sharp of plug strap assessed as unidentified (tear) opening.

Event description:
Patient reported right side exchange from textured to smooth breast implants due to the patient¿s concern with the product. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and exchange due concern with product.

Event description:
Healthcare professional reported a right side deflation and exchange due to concern with product. The device remains implanted.